Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2016, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported in 11 dec 2019, the patient experienced inflammation with exudate at the stoma site. The patient was treated with unspecified antibiotics. The stoma site is now recovered.